Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported vessel perforation may have been procedure related.

Event description:
During an electrophysiology procedure, a non-cardiac perforation occurred. While inserting the introducer over the guidewire, the introducer buckled and a venogram revealed a perforation in the pelvic region. A balloon stent was inserted to apply pressure for three minutes, which was successful in closing the perforation. The procedure was terminated and the patient returned to her room in good condition.